Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope associated with the reported event and completed a device evaluation. Failure analysis found the endoscope to have camera instrument adapter binding/friction issue. Additional finding not reported by the site: cosmetic damage was found to the laser markings on the endoscope's housing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was observed to have lost orientation automatically. There was a sound coming from the base/housing when moving the degree of the endoscope. The procedure was completed with no reported injury.